Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is no longer on the balloon and it is deformed. Microscopic examination revealed damage to the tip. The balloon is still tightly folded and there are no fluids inside the device. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage that could have contributed to the reported event.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that advancing difficulties were encountered. Vascular access was obtained via femoral artery. The 50% stenosed target lesion was located in the non-tortuous and mildly calcified renal artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced but could not pass through the 5f guide catheter. The procedure was completed with another express sd stent of different size. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent detached.